Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the pump was in used condition. The functional testing was able to confirm the customer reported issue. The cause of the issue was the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump had an issue with the downstream sensor. It had no patient involvement and no patient harm/adverse event.